Event description:
Additional information was received, by a company representative (rep) who reported, that the cause of the pump running at minimum rate has not been determined. It was also reported, that the patient¿s symptoms stopped after (B)(6) hours. And the patient was diagnosed with an autonomic response. That was not related to the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 144.9 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient woke up experiencing severe spasticity and now ((B)(6) 2021) had clonus. They read the pump and it looked fine, but when they did a second interrogation it showed a pump error and that the pump was running at minimum rate. It was noted that the hcp read the pump again and an update was done before the company representative called in to technical services. It was also noted that the clinician communicator batteries went dead some time during initial interrogation or pump update, so they had to change the batteries. The logs were read again and only showed the last pump update (programming steps) on (B)(6) 2021 and then another update done today. There were no audible alarms and the logs showed no issues with the pump. On the most recent interrogation, the pump was running at the prescribed flex pattern. The issue was noted to be resolved.